Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown hip implant was reported. The event was confirmed via clinician review. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no patient medical records, operative report, sequential x-rays, or history were provided for review. Based on the pi report and to unlabeled/undated x-rays, it appears that a patient with some form of congenital abnormality and congenital hip dislocation underwent a total of arthroplasty with a femoral osteotomy, presumably a shortening osteotomy. This was complicated by a vascular injury, repair, and compartment syndrome. The patient again by report subsequently dislocated several times and underwent closed reductions in the operating room. She also evidently underwent a derotation osteotomy as evidenced by distal femoral plate. She dislocated again and has remained dislocated for the last 8 months. A request is being made for a custom constrained liner to fit a 42 mm trident shell. This would require mis matching to what appears to be a competitor wagner style stem. Event confirmation: a hip dislocation in a patient who had undergone a femoral osteotomy and distal femoral procedure can be confirmed from undated/unlabeled x-rays and the pi report. The course of events as outlined in the pi report cannot be confirmed. The implant sizes cannot be confirmed. The implant manufacturers cannot be confirmed. Root cause: the root cause for the dislocation cannot be ascertained with the information provided but dislocation is a known complication associated with the described preoperative conditions and the pi report. The sizing of the acetabular component cannot be defined therefore availability of a matching constrained implant cannot be ascertained. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient had open reductions for dislocation. A review of the provided medical records by a clinical consultant indicated: "a hip dislocation in a patient who had undergone a femoral osteotomy and distal femoral procedure can be confirmed from undated/unlabeled x-rays and the pi report. The course of events as outlined in the pi report cannot be confirmed. The implant sizes cannot be confirmed. The implant manufacturers cannot be confirmed. Root cause: the root cause for the dislocation cannot be ascertained with the information provided but dislocation is a known complication associated with the described preoperative conditions and the pi report. The sizing of the acetabular component cannot be defined therefore availability of a matching constrained implant cannot be ascertained." The exact cause could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: this pi is for the prior open reductions. As per pss implant request: chronic left total hip dislocation. Patient has a complex medical history with undiagnosed genetic disorder who presented to the university with congenital dislocation. She underwent complex primary left total hip arthroplasty with proximal femoral osteotomy that was complicated by femoral artery injury resulting in compartment syndrome s/p leg fasciotomies and vascular bypass. She had multiple dislocations in the post op period that required open reductions. Total of 3 takebacks to the or for recurrent dislocation and even had distal femoral derotational osteotomy. In 8 months ago, she dislocated again and has been dislocated since that time. Patient currently has a size 42 trident ii cup in place that is ingrown with limited surrounding bone stock. Ideally, she would have a constrained liner option available to prevent further dislocations, but at this cup size, there is no standard constrained liner available. Patient would greatly benefit from a custom developed constrained liner for this cup size to avoid the need for cup extraction.